Manufacturer narrative:
(B)(4). This report is re-submitted due to an FDA request to submit a report with the corrected MDR number. The correct MDR number for this report is 3011137372-2016-00206. This is not a late report. After review of the returned parts by tecomet engineering the following determination was made. The tips of both instruments are broken off, the few dimensions that could be verified were, and they meet the drawing. The hardness of both pieces was checked multiple times and all readings were to specification. The tips of these devices can strip or break if they undergo over-torqueing or off-axis loading. After our review we found nothing to associate these defects with any manufacturing processes at tecomet. But we do believe the failures are most likely due to over torqueing or off axis loading of these driver tips. Therefore, no corrective action is required at this time. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: while performing an l34 45 revision 51 set screw removal using a non- powered orthopedic specialties adaptor with a t-handle, one of the cams was snug. An attempt was made to force the set screw, and both snapped in half. No debris fell into the patient's body. The patient's condition was reported as fine.